Manufacturer narrative:
At this time, the pacemaker is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker calculated longevity decreased 2 years in 5 months, but magnet rate remained at 100. Boston scientific technical services (ts) discussed magnet rate indicated >1yr of battery remaining. This pacemaker already exceeded the expected longevity per design by 2 years. Remains in service. No adverse patient effects were reported.